Event description:
It was reported that the patient feels a vibration less than one second in duration every three minutes for four days in a row, however the device and leads check out fine with no electrical evidence seen on the electrogram (egm) with testing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.